Event description:
This was a lead extraction case to remove 2 non-functioning leads. The rv lead (sjm 1571 tined ICD) was prepped with a cook liberator locking stylet and cook one-tie. The 14 fr. Glidelight was utilized to lase around the proximal coil as there was significant adhesions as well as lead on lead binding in some areas. The patient was closely monitored with fluoro during lasing. The rv lead was removed. The patient's bp dropped as the glidelight was retreated past the innominate-svc junction. CT surgeon was called and a tte diagnosed a pericardial tamponade. A sternotomy was done and a 1cm tear was repaired in the inferior lateral wall of the proximal svc. Numerous attempts to manually remove the ra lead (sjm 5076 tined pacing) were unsuccessful because of encapsulation of the lead, so 2-3 inches of the lead was left in place after capping. The patient was hospitalized and stable.

Manufacturer narrative:
Device received for evaluation after initial filing. Catheter investigation summary -- there was a slight kink in the device consistent with use. The fibers were not broken and the outer jacket had not been breached. No other visual defects were found during the investigation.